Manufacturer narrative:
(B)(4). The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the use of prescription flovent to prevent skin irritation on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. At the time of contact, patient was in good condition. No additional event or patient information was provided. The sensor was inserted into the patient's arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.